Manufacturer narrative:
Analysis revealed a corrupted or bad exam and gui failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the manufacturer representative was able to merge and blend demo exams just fine but was unable to select the MRI to get the blend button to function when prior patient exams are used. There was no patient present when this issue was identified.